Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # l55k2e. Additional information requested but unavailable: were any staples deployed prior to the device jamming? Did the device cut prior to the device jamming? Just to confirm, did the device deliver any staples or a cut line before jamming? If yes, were the cut line and staple line equal in length? The analysis found that one pse60a device was returned in good visual condition and with an ecr60d partially fired 1/16 cartridge reloaded present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the returned condition of the motor.

Event description:
It was reported that during a colorectal procedure, the stapler jam mid during through firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.